Event description:
It was reported that a few weeks post implant, the patient presented to ER with chest pain. The device was interrogated with a programmer and no capture in the rv was noted. The r-waves had decreased. X-ray and MRI were inconclusive. Perforation was suspected. The lead was explanted and replaced.

Manufacturer narrative:
A lead tip stiffness test was performed and found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.